Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new patients and orders were not showing on all the stations. A technical support specialist checked for communication issues between the carefusion coordination engine and the server, reviewed health sight viewer for errors, and restarted the external messaging service on the application server, deployed the utility packages in the carefusion coordination engine interface, verified the created local date time against the server time, and, after confirming all checks were normal, followed the next steps outlined in knowledge article (ka) patient missing on a bd pyxis medstation es, also verified the port configuration and logs per knowledge article (ka) es 1.7+ url and port requirements and restarted the becton, dickinson (bd) synchronization services. After these actions, messages began crossing over successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients and orders were not showing on the es server and stations and messages such as download stopped appeared and that the devices were not communicating in the health site viewer (hsv). The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.